Event description:
It was reported that the physician's handheld would experience screen freezing. It was reported that a hard reset was performed and the screen would freeze during the hard reset at different screens. A manufacturer employee attempted to clear the screen, but the issue did not resolve. The handheld was replaced with a new tablet. The handheld and flashcard were received for analysis on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.